Manufacturer narrative:
(B)(4).

Event description:
It was reported that insulation damage with externalization conductors were noted via x-ray. Lead was capped and replaced. The patient's condition is well.